Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had a frozen display screen . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having frozen display screen could not be determined. A root cause could not be determined.